Event description:
A customer reported via phone call indicating that they have been experiencing unexplained high blood glucose ranging over 200 mg/dl. The customer was assisted with trouble shooting and found air bubbles in their reservoir compartment of their insulin pump. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer was informed to try to push the bubbles out with a plunger, but the customer could not preform the high pressure test. The customer declined to check the settings on their insulin pump. Furthermore, the customer stated that they had broken their belt clip. The customer was shipped a new belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).